Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during device changeout, this right atrial (ra) lead exhibited noise when connected to the ra port of the device. The device was disconnected and reconnected and a new adapter was tried. Then, ra pace impedance measurements of greater than 3,000 ohms were observed in bipolar. Pacing and sensing were normal, along with ra pacing thresholds. Unipolar pacing was programmed, and this ra lead remains in service. No adverse patient effects were reported.